Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a failed cubie drawer. The field service engineer ejected b3 cubie in aux 1.2 and reinareted it to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a failed cubie drawer. The customer stated that the aux1 drawer 1.2-pkt b5 can open and close properly while we do an inventory count, however, it is still asking for recovery and needs maintenance. There were no adverse events or injuries reported based on this event.